Manufacturer narrative:
On 7/31/2019, the product investigation was completed. Device investigation summary: during the evaluation of the sample it was observed shell abrasion on the anterior view. Within the shell abrasion a tear on the anterior view running to the posterior view was observed measuring 0.7 cm. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Shell abrasion suggests to be in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, manufacturer¿s reference number (B)(4),

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation with a 325cc mentor smooth round moderate profile saline breast prosthesis on the left side, suffered deflation post-operatively. As a result, the patient underwent unilateral removal and replacement with an unspecified mentor saline breast prosthesis on (B)(6) 2018.